Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at nominal pressure within 30 seconds and at 9atm within 2 minutes respectively. However, at second inflation, it was noted that the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported.